Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in a coronary artery. A 3.00 x 16mm synergy stent was deployed for treatment. However, upon removal it was observed that the stent balloon was stuck and it requires too much force to remove. No patient complications were reported.